Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed that the imaging window was detached near the lap joint section, and the imaging core was cut. Microscope inspection revealed that the imaging core wrinkle was observed at the tubing heat shrink of the drive cable. Functional inspection also showed the catheter could not flush normally while the telescope was fully advanced or fully retracted. E1 initial reporter city (B)(6).

Event description:
Reportable based on device analysis on 28 aug 2024. It was reported that catheter issue occurred. The target lesion was located on left anterior descending artery. An opticross hd catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the preparation, the device could not be flushed and the image shown was not clear. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed that the imaging core was cut.